Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the blue push pin of the cassette after the patient reported receiving an air detected in cassette alarm during drain 2 of 4. It is unknown at which point in therapy the leak may have begun. The cause of the leak was determined to be related to a faulty push pin. The patient confirmed that there were no issues with the connection and no issues with their catheter. It was reported that an alternate treatment option was not available. Upon follow up, the patient stated they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however they did not complete treatment on the day of the event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cassette used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: although it was stated that the complaint device was available to be returned, to date no parts were returned to the manufacturer for physical evaluation. As the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the blue push pin of the cassette after the patient reported receiving an air detected in cassette alarm during drain 2 of 4. It is unknown at which point in therapy the leak may have begun. The cause of the leak was determined to be related to a faulty push pin. The patient confirmed that there were no issues with the connection and no issues with their catheter. It was reported that an alternate treatment option was not available. Upon follow up, the patient stated they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however they did not complete treatment on the day of the event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cassette used by the patient is available for return for physical evaluation by the manufacturer.